Event description:
Customer's spouse reported that customer being hosptialized due to high bgs. Cause of hospitalization as per md was dka. Prior to hospitalization customer woke up with high bgs. Spouse mentioned that customer having problems with battery out limit alarm. Troubleshooting performed and pump appeared to be functioning as designed.